Event description:
Surveillance study. It was reported 283 days following a coronary artery stenting treatment procedure that the pt returned with restenosis. The index procedure treated the de novo, type a, 90% stenosed 2.5x10mm target lesion located in the proximal ramus intermedius artery. Treatment consisted of predilation with a 2.0x12mm unknown balloon inflated to 12 atmospheres (atm's) and the implantation of a 2.5x16mm taxus express2 drug eluting stent deployed at 8 atm's. Neither post dilation or ivus were performed. The residual stenosis was reported to be 0%. The pt was discharged 8 days post procedure on bayaspirin and ticlopidine ongoing. About 7000 iu of heparin was administered on procedure day. At 283 days post the index procedure, the pt returned for a 9 month follow-up visit. On day 284, an angiogram was performed revealing stenosis in the 1st diagonal branch. On day 287, a pci was performed placing a non bsc stent in the 90% stenosed 2.5x28mm lesion resulting in 0% residual stenosis. On day 289, the pt was discharged. There were no problems on the angina assessment at the 1 year follow-up visit. Both the taxus stent and the index procedure were listed as "possibly related" to the event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.